Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient complained of pain and loss of range of motion. The CT scan showed glenoid lucency with extensive lytic destruction of the glenoid and component loosening. Adverse event outcome is still ongoing, this ae is currently unresolved.